Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their therapy wasn't working right. The patient stated that the stimulation was sending waves through their body and they were not getting relief. The patient reported that it got to a point where they had to turn the stimulation off and that they had the stimulation off for 3 to 4 days. It was reported that the patient tried readjusting the settings, but it had not helped. The patient wanted to meet with a manufacturer representative to have their ins reprogrammed. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were in the hospital due to severe leg pain. The patient stated that they didn't think their implantable neurostimulator (ins) was working properly. The patient confirmed that they could feel stimulation, but they didn't know if the leads had moved or something related because they weren't getting coverage for their pain. The patient was redirected to their healthcare provider (hcp) to address symptoms and check the device. Additional information was received from the patient¿s hcp. It was reported that the patient was getting a lumbar MRI for their back pain. It was noted that the issues started about three weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.